Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtr clip was inserted and advanced into the left ventricle (lv). After multiple grasping attempts were performed, it was observed the posterior leaflet became damaged. It was noted that applying + knob on the steerable guide catheter (sgc), it did not smoothly curve. The physician stated the difficult to curve may have contributed to the tissue damage on the posterior leaflet. Due to the tissue damage, the physician decided to remove the devices and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported tissue injury appears to be related to procedural condition due to the difficulty curving the device. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.